Event description:
It was reported that this right atrial (ra) lead was attempted due to an unknown reason. It was noted that the lead was being attempted to be placed into the left bundle branch. Additional information is being requested from the field. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned to our post market quality assurance laboratory with the helix mechanism in extended position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was attempted due to an unknown reason. It was noted that the lead was being attempted to be placed into the left bundle branch. Additional information is being requested from the field. No adverse patient effects were reported.